Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55840006550, 510k # k113174 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Cage from other manufacturer was used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent thoraco-lumbar posterolateral fusion and fixation at t11-l3 due to compression fracture at l1. Intra-op, during insertion of cage and the reported screw, the blood pressure suddenly decreased and did not go back. The situation turned to a cardiac arrest state. Therefore, only the pedicle screws were inserted and wound closure was performed. Thereafter, the patient was transferred to ICU. The patient's condition has now improved and it is planned to perform final fixation in the re-operation. There was no malfunction with the implant observed in the x-ray or CT. The surgeon said that the implant was not the cause for sudden decrease in blood pressure.